Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator had difficulty in the electrical discharge during a cardioversion. There was no negative patient impact.